Event description:
Device malfunction: catheter tip detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that an absolute stent was successfully deployed in the iliac artery; however, during deployment the distal tip of the catheter detached but remained on the wire. The delivery catheter, detached tip, and wire were completely removed from the body as a single unit. There was no adverse patient effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(Off label vascular use). Eval summary: eval of the returned device revealed that the absolute had blood visible in the outer member and inner member. There was fluid visible in the outer member. The tip was detached at the proximal end. There was guide wire lumen material visible inside the tip. The point of separation, just proximal of the tip laser bond, was torn with jagged edges, indicating a tensile overload. The distal sheath was retracted proximal to the proximal marker; this would be expected for a successfully deployed stent. The distal marker band was not returned. The distal end of the torn guide wire lumen was stretched where the distal marker had been, and may have dislodged onto the guide wire when the tip was torn off onto the guide wire. Since the absolute catheter, detached tip and guide wire were removed as one unit, the marker band would have also been removed and retained with the guide wire, since it is located proximal of the tip. There were several major kinks distal to the strain relief tubing that protruded into the braided inner member. Kinks can occur during production or during procedural use. During production, the absolute shaft is inspected 100% visually for shaft damage. The multiple kinks are an indication of the catheter being used in either a tight radius, using a smaller size guide wire, rough force/handling, etc. There was no indication of any kinks observed during device preparation, which suggests the kinks are probably procedural related. During procedure, all absolute stent delivery system tips are 100% visually inspected and sampling are pulled from each lot for destructive testing. A review of the on line testing for tensile tip pull showed that this lot met the product specification. According to the instructions for use, the absolute .035" stent is intended for palliation of malignant stricture in the biliary tree. The conclusive root cause for the tip separation could not be determined; however, it does not appear to be related to a device quality issue. It is possible that the tip caught on another device, although there was no mention of any resistance felt, which would be expected for this type of damage. Review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this complaint.